Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and the expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid¿ rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bile duct stones were difficult to crush while using the trapezoid¿ rx basket. It was reported that the bile duct was bloody and angulated, which was not related to the trapezoid¿ rx basket device, and therefore made capturing the stones more difficult. Eventually, the trapezoid¿ rx basket was able to crush the stone to successfully complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".